Manufacturer narrative:
No components removed or replaced.

Event description:
On 12/28/94 the aus device was implanted. On 6/23/97 a tandem cuff was implanted, reason not indicated. Add'l info received 8/11/97 indicates atrophy of urethra causing leak.